Manufacturer narrative:
Concomitant medical products: product ID 8781, serial#:(B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2021, product type: catheter. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2019 explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #:(B)(4), ubd: 14-apr-2018, UDI#: (B)(4) ; product ID: 8781, serial/lot #:(B)(4), ubd: 04-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving sufentanil (,5 mg/ml at .00324 mg/ml) and baclofen (50mcg/ml at .324 mcg/day) via an implantable infusion pump. It was reported that during spinal surgery the catheter was cut and disconnected. A total system replacement occurred. The explanted devices would be returned for analysis.